Event description:
Information was received indicating that this ambulatory infusion pump was requesting a code. It was noted that the pump settings had been erased. The patient stated that they did not replace the battery every week. The pump was replaced. No adverse patient effects were reported.